Event description:
The customer notified bd with a reported issue of a set leaking at the fixed collar above spin collar. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of a set leaking at the fixed collar above spin collar was confirmed due to a leak from the set¿s male luer. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear fluid was observed inside the tubing throughout the set. No damages or anomalies were observed during inspection. Functional testing was performed and a leak was observed from the gap within the collar of the 2-piece male luer and the outer walls of the male luer¿s inlet port. Closer inspection confirmed that the leak was observed from the male luer component. The set was pressure tested and the set leaked from within the male luer¿s collar and no other leaks were observed. The root cause of the leak is due to a supplier manufacturing error by supplier.

Manufacturer narrative:
Concomitant medical products: 10 ml bd syringe 0.9%, sodium chloride injection, lot 9099604, exp 2022-03-31. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographic details were not provided.

Event description:
The customer notified bd with a reported issue of a set leaking at the fixed collar above spin collar. There was no patient harm reported.